Event description:
Target lesion was the left superficial femoral artery. Information about the patient and target vessel characteristics were not provided. Access was from opposite side and the sheath (terumo) was inserted. The savvy balloon ruptured at 6 atm during inflation. The procedure was completed with the competitor's product. There was no adverse event during the procedure.

Manufacturer narrative:
The product is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.